Event description:
The customer reported that she received a button error alarm on the insulin pump. She also stated there were cracks on the top of the right of the screen. The customer's blood glucose was 134 mg/dl. The customer did not recall any significant events leading to the alarm. The customer was advised to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.